Event description:
During treatment of previously stented and coiled (4.5 x 30 neuroform stent, deltapaq cerecyte microcoil 2 mm x 6 cm- (B)(4)/lot unk, and deltaplush cerecyte microcoil 1.5 mm x 3 cm- cpl (B)(4)/lot# unk) ruptured right ica dissecting aneurysm (small-4mm) that recanalized after six months (verified with imaging), the deltamaxx sr platinum 18sys 3x12 coil (B)(4) was slightly too long to fit in the aneurysm and it was decided to remove it a replace for a smaller coil. However, the coil was unable to be removed because it was "hung up" on the neuroform stent, and attempts were made for 40 minutes to get the coil in the aneurysm with a hyperglide 5x 20 balloon assistance, but it failed. Then, it was decided to deploy as much coil as possible but 2cm "tail" was left outside the aneurysm. Therefore, an additional neuroform 4.5 x 30 stent was placed to hold the tail in placed. During the event, the coil was being delivered thru the stent into the aneurysm, and the distal end of the (mc) was in the aneurysm when the coil was being withdrawn. After the procedure, the patient's neurological was the same as baseline, and the patient was discharged home on three months of aspirin and plavix and follow-up angiogram at one year. The coils placed 6 months ago lot number and patient information were not available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00545, 2954740-2012-00546, and 2954740-2012-00547.

Manufacturer narrative:
Six months after stent assisted coiling (4.5 x 30 neuroform) of a ruptured 4mm right dissecting internal carotid artery (ica) aneurysm with placement of four codman coils (deltapaq cerecyte microcoil 2 mm x 6 cm- (B)(4)/lot unk, and deltaplush cerecyte microcoil 1.5 mm x 3 cm- (B)(4)/lot# unk) imaging verified recanalization of the aneurysm. During retreatment of the recanalized aneurysm (3.7mm h x 4.0mm d x 3.3mm h) the deltamaxx sr platinum 18sys 3x12 coil ((B)(4)) was slightly too long to fit in the aneurysm; therefore the decision was made to remove it a replace for a smaller coil. However, the coil was unable to be removed because it was "hung up" on the neuroform stent. Unsuccessful attempts were made for 40 minutes to get the coil in the aneurysm with a hyperglide 5x 20 balloon assistance. The decision was then made to deploy as much coil as possible, but a 2cm "tail" was left outside the aneurysm. Therefore, an additional neuroform 4.5 x 30 stent was placed to hold the tail in place. During the event, the coil was being delivered thru the stent into the aneurysm, and the distal end of the (mc) was in the aneurysm when the coil was being withdrawn. After the procedure, the patient's neurological was the same as baseline, and the patient was discharged home on three months of aspirin and plavix and follow-up angiogram at one year. There is no further procedural information regarding the initial coil embolization coils and the lot numbers of the initial coils placed are not known. The lot number of this coil used at index procedure prior to the reported aneurysm recanalization is not known; therefore a device history record review cannot be completed and no corrective actions will be taken. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00545, 2954740-2012-00546, and 2954740-2012-00547.